Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during an aortagram procedure, the tip of the guide wire became unraveled. The occluded target lesion was located in the popliteal artery. While attempting to cross the lesion with the platinum plus guidewire, resistance was encountered. The tip of the guide wire unraveled. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as `ok'. However, device analysis revealed the core wire was fractured.

Manufacturer narrative:
(B)(4): visual examination of the returned device revealed the distal platinum tip showed evidence of being severely elongated. Upon closer examination of the distal section, it was observed that the core wire exhibited evidence of a fracture, approximately 1cm proximal from the distal section. No other damage or inconsistencies were noted to this specimen during the analysis. Lab analysis revealed the fracture site exhibited evidence of compression and tension with a slight twist or torsional motion. The fracture surface exhibited fatigue striations with elongated dimple ruptures in tear. The damage at the fracture site is consistent with fatigue in a cyclic bending overload direction with slight twist or torsional moment. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)